Manufacturer narrative:
H3: device evaluation: lens was returned in liquid with residue/debris on product in a micro-centrifuge vial. Visual inspection found lens haptic broken. Dimensional inspection found overall length to be within specification. Width verification could not be performed due to haptic damage. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -16.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Excessive vaul, lens rotation not associated to low vault and significant reduction of ica was observed. On (B)(6) 2021 it was reported that the lens was repositioned but it did not resolved the problem. On (B)(6) 2021 the lens was explanted. A replacement lens of shorter length was later implanted and the problem resolved. "Other" was reported to the cause of the event, for cause details the reporter stated "inadequate size of lens."

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaints were reported for units within the same lot. Claim # (B)(4).